Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge balloon catheter was selected for percutaneous coronary intervention. However, during preparation, as the stylet was being removed forcefully, the shaft broke. The procedure was completed with a different device, and there were no patient complications reported. It was further reported that the shaft was broke where the wire was inserted.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. Visual, microscope was performed on the device. Visual inspection revealed no damage or irregularity. There was contrast in the inflation lumen, blood in the guidewire lumen, and the balloon was tightly folded. At 5mm distal to the bicomponent weld, for a length of 7mm, the guidewire lumen was stretched, prolapsed, and punctured. Further testing was not performed as the damage present would prevent the wire from advancing and would likely cause further device damage. Product analysis confirmed the reported difficulty to remove the mandrel as the guidewire lumen was stretched, punctured, and prolapsed. Product analysis could not confirm the reported separation as there was no break in the device.

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge balloon catheter was selected for percutaneous coronary intervention. However, during preparation, as the stylet was being removed forcefully, the shaft broke. The procedure was completed with a different device, and there were no patient complications reported. It was further reported that the shaft was broke where the wire was inserted.

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge balloon catheter was selected for percutaneous coronary intervention. However, during preparation, as the stylet was being removed forcefully, the shaft broke. The procedure was completed with a different device, and there were no patient complications reported.